Event description:
A patient reported experiencing inaccurate erratic results with an ot ultra meter. The patient's blood glucose results were 400mg/dl, 317mg/dl (these set of results were done in 2001, stated in reported issue notes). Tests were done less than 10 minutes apart with a difference of 21%. The patient's blood glucose results were 420mg/dl, 270mg/dl (second set of results stated in the reported issue notes). Tests were done less than 10 minutes apart with a difference of 39%. Patient did not experience any adverse events. No further information has been reported.